Event description:
It was reported that the patient presented for in clinic follow-up. Device interrogation revealed that the implantable cardioverter defibrillator (ICD) exhibited far r wave oversensing resulting in episodes of inappropriate automatic mode switch (ams). Programming changes were performed to resolve the issue. There were no patient consequences.